Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This issue was discovered during final check, prior to patient use. There was liquid in the plastic bag around the pump. There was no visible external damage to the pump and the caps were properly seated. The device was filled with fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from july 07, 2020 - july 08, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened red luer cap. The red luer cap is not a baxter product. Therefore, the cause of leak inside the bag was due to a use error. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the red luer cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.